Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed and flow readings dropping to zero and a s3 alarm was confirmed via analysis of the log file downloaded from the returned centrimag console (serial number: (B)(6). The system was observed to be operating the motor at the set speed of approximately 800 rpm / 1.50 lpm. On (B)(6) 2021 at 08:08, a m2: motor disconnected alarm activated. At this time the speed reading and flow reading were observed to be 0 rpm / 0 lpm respectively due to this alarm. The alarm was muted and cleared within a minute of activation, and at 08:11 the motor and speed readings regained their set values. On (B)(6) 2021 at 08:11, a f1: flow sensor disconnected alarm activated and the flow reading was observed to be 0 lpm. A s3 alarm also activated on (B)(6) 2021 at 08:11 correlating to a flow related sub-fault. The alarms were muted and cleared within a minute of activation; however, the flow reading remained blank. The system was manually shutdown and rebooted on (B)(6) 2021 at 08:14, and the issue resolved. The system was then observed to have been fully shut down on (B)(6) 2021 at 11:05. No other notable alarms were observed in the log file. The returned centrimag console was evaluated at the european distribution center alongside known working testing centrimag equipment, and the console functioned as intended without any issues or atypical alarms produced. Preventative maintenance was performed, and the serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ECMO cart was being re-positioned when suddenly there was a complete loss of flow and motor failure. Both flow and revolutions dropped to zero. The alarm would not silence when the mute button was pressed. The pump head was changed out and the flow was re-established. The console, flow probe and motor head were replaced. The patient did not have any adverse consequences regarding the event.